Event description:
A customer contacted beckman coulter regarding high hemoglobin (hgb) results that were generated by the coulter lh 750 analyzer. The customer indicated that the elevated hgb results were not reported out of the lab. The customer repeated testing for hgb and correct results were obtained. Patient printouts and results were requested several times, but were not supplied. No additional information regarding this event was provided. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Customer runs qc 2 times per shift, and qc was run before and after the event. Qc on the day of this event was within assay, but hgb was running slightly high. The instrument is currently performing within qc specifications. Pre-analytical sample handling information was not provided. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that vl6 (hgb and waste drain) pinch valve was not fully opening. The fse replaced the vl6 and the vent line to the hgb cuvette. The fse verified the instrument's performance. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.